Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 2000023048.

Event description:
It was reported that the patient was experiencing a loss in therapeutic effects for head and neck pain. X-ray revealed lead migration. The patient underwent a lead revision wherein the two leads were replaced. The patient is doing well post-operatively. The explanted devices were discarded by the medical facility.